Event description:
Sorin group received a report that during the procedure, the tip of the bipolar had broken off. The clinician was able to recover the piece from the pt's leg. There was no report of pt injury.

Manufacturer narrative:
The lot number was not provided, therefore, the expiration date is unk. The lot number was not provided, therefore the manufacture date is unk. The device was not saved for eval. Without the ability to evaluate the device, no root cause can be determined. No further action is deemed necessary.